Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with a trial external neurostimulator (ens) for urge incontinence patient reported that they were not doing well at all. The further explained that they felt pain in their vaginal area, lower back and rectum. Patient also stated that they felt weak and felt stimulation in their lower back. No further complications were noted or anticipated.